Event description:
On (B)(4) 2013, it was reported that the patient's blood glucose monitor reads in mmol/l, rather than mg/dl. Labeling on the monitor indicates that readings should be in mg/dl. No actions taken based on device results. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
Meter back label has mg/dl listed, but meter resulted in mmol/l. Iu reviewed the customer error history and observed internal error codes of (1072) was produced on (B)(6) 2013 which correspond with the customer allegation of e-57 errors. E-57 errors with an internal error code of (1072) are due to a serial flash memory corruption, which yielded an e57 error to display on the meter when testing with blood. Failure analysis indicated that the meters time blocks were not setup. Time blocks not being setup is a known byproduct of the flash memory corruption. Due to this failure, the flash memory is cleared which also results in the meter memory displaying units in mmol/l rather than mgd/l.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.